Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the deployment slider was inadvertently advanced during deployment of t1 causing the premature deployment of t2. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery, t1 and t2 deployed together after advanced it only once time. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.